Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No moisture damage was noted on the electric assembly or motor. The insulin pump had cracked case at display window corner, minor scratches on the lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported that her blood glucose was 133 mg/dl. Customer stated that her insulin pump buttons were not working correctly. She stated that the keypad was sticking and was not working properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).